Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Information for use - controller fault: the controller contains two microprocessors - one which controls pump function (pmc) and a second which controls user interface functions (uic) such as controller display and buttons. The controller fault alarm indicates a possible controller malfunction may have occurred, but during this fault the uic processor still receives a heartbeat message from the pmc indicating the pmc is still functioning and controlling the pump. The decision to change the controller or what other action is needed will be based on the log file analysis and the patient's clinical condition. Once powered, the controller performs a self-test and will display a temporary message regarding the status of the self-test. If the controller fails the self-test, a controller fault alarm message will appear. In that case replace the controller with the second controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that a new controller out of the box, experienced a controller fault alarm when attempting to program it. The coordinator powered down the controller and attempted to try programming the controller, and a controller fault occurred again, then it was connected to a motor fixture and again the same issue occurred. The controller was never issued to a patient and is expected to be returned to the manufacturer. No additional information provided.

Manufacturer narrative:
The device was returned for evaluation. Controller passes visual inspection but fails functional testing. Various analyses were conducted and in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation revealed that the device met specification prior to release. The reported event was confirmed via functional testing. Analysis of the device revealed that it failed to meet specification. The most likely root cause of the reported event can be attributed to user interface controller (uic) failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.